Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a discrepant (B)(4) organism identification on the vitek® 2 anaerobic and corynebacteria (anc) identification (ID) test kit. Corynebacterium ulcerans was misidentified as corynebacterium amycolatum. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. No patient was directly associated with the abp survey result. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. Investigational testing included: - vitek® 2 anc ID cards (customer lot expired, so two random lots were tested) to check the customer result, - vitek® ms, - api® coryne strip, results: - vitek® 2 anc ID: excellent identification to corynebacterium ulcerans, for both lots tested. - vitek® ms: excellent identification to the species corynebacterium ulcerans. - api® coryne strip: doubtful profile with a possibility of corynebacterium minutissimum. The investigation did not reproduce the vitek® 2 anc ID misidentification to the species corynebacterium minutissimum obtained by the customer. The investigation also determined the customer was sub-culturing to a non-recommended media. The customer retested with recommended media (cba) and obtained the correct result. The misidentification appears to be related to the use of non-recommended media by the customer. Based on the results of the investigation, the vitek® 2 anc ID is performing as expected.